Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarms occurred during a routine hemodialysis treatment, which could not be resolved by the operator, who was unclear as to how to resolve the alarm. Rinseback was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The disposable cartridge was not available for eval. The exact cause of the arterial air alarm is not known but is unlikely cartridge related since it occurred in the middle to the treatment. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional will be provided.